Manufacturer narrative:
No patient information as no patient was involved in this concern. The device manufacture date was unknown at the time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. There was low cmos battery voltage and the motherboard had leaking capacitors. A replacement part was sent to the site and the issue was resolved.

Event description:
A site representative reported intermittent problem, system is freezing and boot up needs end-user to hit a key on the keyboard to complete. Adjusting the bios settings didn't resolve the issue, it seems that the computer bios battery is flat. There was no patient present.